Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. The customers blood glucose (bg) level was impacted 368 mg/dl. The customer took a correction bolus to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.